Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, it was discovered that the forceps cover glue was peeling and the probe unit glue was partially missing. Furthermore, the a-rubber glue was cracked and chipped on both ends. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported the distal end of a gl scope is chipped on the tip. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. Judging from the manufacturing year of the subject device, the probable cause of the forceps cover glue peeling is related to aging deterioration. In addition, it is presumed that the phenomenon occurred because an external force was applied to the pertinent part of the device by strong squeeze during usage over long period of times including re-processing. The instructions for use (IFU) states: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor complaints for this device.